Event description:
It was reported that during an unk procedure involving a lesion located in an unspecified location, the maverick otw balloon would not fully inflate. The device was removed and inflated outside the pt. A hole in the balloon was discovered from leaking contrast. The device was disposed and the procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for top assembly batch 8825584 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.